Event description:
A report was received that the patient did not receive coverage on the right side of the body. The patient underwent a revision procedure wherein the physician added a new lead. The patient was doing well postoperatively.